Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during optimization of left ventricular (lv) lead thresholds as part of the implant procedure, the patient developed ventricular fibrillation (vf). The vf was terminated, and the patient remained stable through the remainder of the procedure. It was suspected that the vf was induced by pacing related to the lv lead threshold optimization. The lead remains in use. The patient is a participant in the (B)(4) clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.